Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the igbt snubber, and checked the dead time signal. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would produce a black screen. No pt injury was reported.